Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 51.0cm was returned for analysis. Externalized conductors due to internal and external insulation abrasion were noted at 18.0-20.0cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 8.8-9.8cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that patient presented for routine generator change out when externalized conductors were observed on the rv lead. Electrical function of the lead was tested and observed with no anomalies detected. Lead was extracted. No further information.